Event description:
It was reported that bd venflon pro safety 22ga 0.9mm od 25mm leaked the following information was provided by the initial reporter: cannulas are leaking, the safety mechanism has disintegrated, they are blunt the white "cube" with the safety mechanism has broken off during implantation when did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Cannulas are leaking, the safety mechanism has disintegrated, they are blunt the white "cube" with the safety mechanism has broken off during implantation when did the incident occur? During use.

Event description:
Cannulas are leaking, the safety mechanism has disintegrated, they are blunt. The white "cube" with the safety mechanism has broken off during implantation. When did the incident occur? During use.

Manufacturer narrative:
Corrections to patient grid. As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.